Event description:
It was reported that the right atrial (ra) lead post-operatively dislodged and had to be repositioned. It was further reported that the patient was experiencing phrenic nerve and chest wall stimulation from the left ventricular (lv) lead. Reprogramming was able to resolve the stimulation but the physician still opted to reposition the lv lead at the time of ra lead revision. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m62 lead implanted (B)(6) 2014; 419488 lead implanted (B)(6) 2014.